Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
A.5 and a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of two related reports. This report represent the automated impella controller and the other report represents the pump. Refer to section h1.0 for the related report number.

Event description:
The complainant reported that the placement signal of an impella 5.5 disappeared but reappeared after the physician repositioned the catheter. No patient harm was reported. The clinical consultant believes the placement signal was the pump rather an automated impella controller issue. This report was created to represent the aic as it is not for certain that the signal issue was a pump issue.